Manufacturer narrative:
Investigation summary: the affected device was not returned for evaluation. Two photos were returned for analysis and available for investigation. The first photo displays a 24g protectiv plus catheter assembly attached to a third-party extension set with evidence of blood residue between the catheter hub luer od and extension set luer ID. The second photo displayed the blister package top stock confirming the affected product. Given the resolution of the photo, it was difficult to visualize any cracks on the hub, which would indicate different failure modes related to the manufacturing process, mishandling post-manufacturing or a variation in technique when connecting the catheter hub luer to the third-party IV extension set. Root cause could not be defined with confidence based on the photos. Review of manufacturing logbooks identified no definitive root cause for the reported complaint. Based on photos analysis, the complaint cannot be confirmed as a manufacturing related nonconformance. The reported event could not be verified and/or confirmed with confidence, therefore, no further correction, corrective or preventive actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that bleeding was noted from yellow hub of IV and not from the actual connection. The IV was found to be cracked and therefore leaking. There was patient involvement and no apparent patient harm reported.